Event description:
Procedure: urogynecological. According to the reporter; the pt alleged injury.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer). (B)(4).

Manufacturer narrative:
Tracking number (B)(4). Initial report sent to FDA on (B)(4) 2013. Exemption number: (B)(4). Covidien is submitting this report on behalf of (B)(4). Bard's tracking number: (B)(4).

Event description:
Per additional information received, the patient has experienced pain, erosion, extrusion, infection, unspecified urinary problems, recurrence, bleeding, dyspareunia, and vaginal scarring.